Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. These included, but were not limited to, visual/functional examination and review of controller log files by heartware. Based on review of all the available information, the reported event could not be confirmed. The root cause for the partial screen display could not be determined. There is no evidence to suggest a device malfunction as the cause that led to the reported event. No additional information will be forthcoming.

Event description:
This event involves a patient who experienced screen display issues with the controller display approximately 1 year and 5 months post heartware lvad implantation. The patient reported that his/her controller was having some issues. He stated that the controller was showing partial information in the screen display. For this reason, the site decided to perform an elective controller exchange. A new controller was given to the patient and the event was resolved without patient injury.